Event description:
It was reported that a large volume infusor leaked from the balloon inside the pump; the balloon was broken. The issue was noticed during priming. The device was filled with fluorouracil (5 fu) and 150ml normal saline (diluent) to a fill volume 240 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date ¿ the lot was manufactured between april 14-18, 2023 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were droplets of fluid inside the infusor¿s bottle which suggested a possible leak may have occurred. The photograph did not clearly show an image of the damaged or broken bladder, and the location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A functional leak test was performed, and a backflow leak from the fill port was observed. Several tiny glass fragments measured between 0.04 to 0.10 square mm in size stuck under the checkband were observed. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The reported condition was verified. The cause was determined to be from use error. Glass ampule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product label (IFU, instructions for use). Should additional relevant information become available, a supplemental report will be submitted.